Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure am in.pact 018 balloon was used to treat the left superficial femoral distal, popliteal 1 segment. Post procedure patient suffered peripheral limb ischemia. Device malfunction resulted in limb ischemia. Open surgery with femoral thrombectomy superficial femoral artery and popliteal stenting was performed on the patient. Stenting did not overlap with the area treated by the in.pact 018 device. The ischemia was resolved however the patient remained admitted for several more days to recover from the two vascular interventions. Patient recovered.